Event description:
It was reported that the patient underwent a stenting procedure to treat a lesion in the mildly tortuous and moderately calcified left anterior descending artery. Pre-dilatation was performed using a 2.5 x 15 mm trek dilatation catheter. The physician advanced the 2.75 x 28 mm vision stent delivery system into the patient anatomy; however, due to the patient anatomy, the device was unable to cross to the target lesion and was removed without difficulty. A 2.5 x 28 mm mini vision stent delivery system was then advanced; however, this device was also unable to cross and was removed without difficulty. The physician then advanced a 2.75 x 38 mm xience xpedition stent delivery system into the patient anatomy. During advancement, the physician applied a normal amount of force and the shaft of the xience xpedition separated about 8 1/2 to 9 inches from the hub. The physician was easily able to remove both separated segments. A 2.75 x 08 mm xience xpedition was then advanced; however, this device was also unable to cross and was removed without difficulty. The physician then advanced a 3.0 x 23 mm xience xpedition and this device was able to cross to the target lesion. The stent was deployed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.